Event description:
A vigilance report was receiving with the following event description: unit was being used on battery to defibrillate an arrested pt. Battery failure after a "few shocks". Unit re-connected to mains supply. Resuscitation continued. Unit left attached to pt during transfer to cardiology on battery. Unit failed again during to the pt reported as a result of device use.